Event description:
A customer reported having difficulty pressing the wake button on their insulin pump, requiring multiple presses to activate the screen. There was no adverse impact on the customer's blood glucose level. The customer continued to use current pump.